Event description:
A malfunction, identified by code malf 6, was reported by the customer. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset instructions and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood these instructions.